Event description:
It was reported that the patient underwent a penile prosthesis replacement surgery due to unspecified reason. A tactra malleable penile prosthesis was implanted.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Manufacturer narrative:
B3 date of event: the exact event date is unknown.

Event description:
It was reported that the patient underwent a penile prosthesis replacement surgery due to unspecified reason. A tactra malleable penile prosthesis was implanted.